Event description:
It was reported that during an est (endoscopic sphincterotomy) procedure, the knife wire of kd-v411m-1530 broke when first energized. The device was replaced and the intended procedure was completed. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection, the following findings were noted: the product was kd-v411m-1530, the lot number was 1xk, and the supplementary information was "07" (manufactured on october 7, 2021). The knife wire was found broken. The wire coating was found torn and the broken part was determined to be burnt and melted . When the outer diameter of the knife wire was measured, there was no abnormality noted. It was confirmed that there was no problem with the length of the knife wire and wire coating, and there were no defects found. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on follow up response and updates. Investigation ongoing. This report will be supplemented accordingly following investigation.

Event description:
Updates on the event reported: the high-frequency ablation power supply used was the elbe vio300d. The incision mode and hemostasis mode, and the setting values for each; either of the following two patterns: 1). End cut 1, effect 2, incision time 2, incision interval 3. 2). Force coag, effect 3, max watt 30.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. A definitive root cause for the reported product problem was not established. However, it was probable that the broken cutting wire occurred according to the following mechanism: 1. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. 2. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. It has been confirmed that the tear of the coated portion of the cutting wire could duplicate by the following mechanism: 1. The forceps elevator of the endoscope was raised. 2. When the cutting wire deflects, the coated portion of the cutting wire and the metal part of the distal end of the endoscope come into contact. 3. As described in (2), the cutting wire was moved back and forth. This caused the coated portion of the cutting wire to tear. Also, the slider was pushed more than needed. This caused the cutting wire to deflect. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: ¿- since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. -when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. -do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. -if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ olympus will continue to monitor field performance for this device.